Event description:
It was reported that approximately 48 hours post a stent assisted coil embolization of a basilar tip aneurysm, the patient suffered an asymptomatic stroke. No additional treatment was done. Based on additional information received, the physician noted that the stroke was caused by the guiding catheter (non-stryker) because the infection occurred at the pica (posterior inferior cerebellar artery). The physician does not relate the stroke to this device or to the procedure.

Event description:
It was reported that approximately 48 hours post a stent assisted coil embolization of a basilar tip aneurysm, the patient suffered an asymptomatic stroke. No additional treatment was done.

Manufacturer narrative:
Not available to manufacturer.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.